Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon performed a revision of patient's hip (side not reported) due to trunnionosis. Upon incision, surgeon reported the presence of a "milky, yellowish fluid" and further reported significant soft tissue damage. Rep reported that the stem & cup were well fixed, the head was dislocated and the trunnion scratched. The liner dislocated from the acetabulum.